Event description:
Almost immediately since the device was implanted, I have experienced pelvic pain. During the procedure itself, the pain was so intense I had to use breathing techniques to get through it. The doctor had an issue when implanting the device in the fallopian tubes, all I heard was hold on another minute. Placement occurred (B)(6) 2011. Additional symptoms besides pelvic pain, that occurred were hair loss, headaches, chronic inflammation, irregular periods, depression, joint pain, brain fog. My former ob/gyn was unconvinced, issues were due to essure, since their dr. Implanted them, so the pain and symptoms have been ongoing for almost seven years. I switched to a new ob/gyn who has listened to my concerns of pelvic and joint pain. I am having a partial hysterectomy with bilateral salpingectomy on (B)(6) 2019 to put an end to chronic pain and other issues. I had a laparoscopy in (B)(6) 2018 for endometriosis, however my dr could not find endometrial tissue. The chronic pain affects what I can and cannot do each day. I used to work out 3-4 times per week, but have been unable to with the pain.